Manufacturer narrative:
Device received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test, rewind test and displacement test or verify no button respond due to missing spring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad was unresponsive in the morning. Customer's blood glucose level was 262 mg/dl. Customer reported that they tried to press the buttons but buttons did not working. Customer reported that they presses esc & act to clean the alert the insulin pump restarts and user could not access the menu. Customer was advised to discontinue use of the insulin pump and to revert to back up plan per health professional's instructions until replacement arrives. Insulin pump will be returned for analysis.